Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for out of range shock impedances on the right ventricular (rv) lead. The shock impedances were low and less than 200 ohms. The patient was expected to receive a commanded shock to test for lead integrity, but it has not been performed. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.